Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one non-conformance report (ncr) issued for exceeding the allowable scrap rate for bubble point failures greater than 4.0%. The bubble point scrap rate for this lot was 4.33%. Per the ncr investigation, mechanical failures were identified and an outfeed inspection was conducted that found the crimper had rough spots and burrs causing damage to the fibers. The rough spots and burrs were sanded and the crimper was re-inspected and samples were re-tested. Additional samples from the complaint lot were tested and no failures were found. The lot passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal minor dialyzer blood leak occurred approximately 2 hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed as appropriate. Blood test strips were used and confirmed the presence of blood and blood was visually observed in the dialysate sample taken for the test strips. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml) as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is not available to be returned to the manufacturer for evaluation.